Manufacturer narrative:
Citation: easo et al. Stentless root replacement versus tissue valves in infective endocarditis: a propensity-score matched study. Braz j cardiovasc surg. 2020 aug 1;35(4):411-419. Doi: 10.21470/1678-9741-2020-0267. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of stentless aortic root replacement versus tissue valves in treating infective endocarditis. All data were collected from a single center between january 1, 1999 and august 15, 2018. The propensity-matched study population was 108 patients (predominantly male, mean age 66.4 years), 54 of whom were implanted with medtronic freestyle aortic root bioprosthesis (no serial numbers provided). Among all freestyle patients, nine in-hospital deaths and an unspecified number of long-term deaths occurred. No further details were provided on these deaths. Based on the available information medtronic product was not associated with the death(s). Among all freestyle patients adverse events included: low output syndrome, atrial fibrillation, stroke, permanent pacemaker implant, renal insufficiency, annular dehiscence, and recurrent infection. These adverse events required intervention in the form of extracorporeal membrane oxygenation (ECMO), intra-aortic balloon pump, intensive care unit (ICU) stay, or redo thoracotomy. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated 1) that medtronic product did not cause or contribute to the observed adverse events, 2) unique device identifiers were not available, 3) no explanted devices were available for physical analysis, and 4) the mean weight of the study population was 80.3 kg.